Event description:
It was reported patient underwent a left hip revision approximately 9 years post implantation due to developing noise, clicking and popping, then was unable to bear weight without any pain. During the procedure, upon entering hip, thick black sludge like fluid encountered. The head was found to have dissociated from the stem with severe metallosis. Stem was well positioned and well fixed, trunnion wear, was flattened on 2 sides and wedge shaped, which indicated stem revision was required. A large dent in anterior aspect of the liner from where the trunnion had struck it and then was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: d10: 00801804004- femoral head sterile product do not resterilize 12/14 taper- 60817967. 00620006422- f/m acet shell 64mmod cluster- 60960156. 00630505240- trilogy acetabular liner- 60951775. 00625006525- trilogy bone scr 6.5x25- 60980972. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Reported event was confirmed via medical records and radiographs reviewed by health care professionals. Review of the device history records identified no related deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00801804004 ¿ cocr femoral head ¿ unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head - unknown part and lot. Unknown shell - unknown part and lot. Unknown liner - unknown part and lot. Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05825.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to pain, swelling, and inability to weight bear. During the procedure, black sludge throughout the hip joint suggesting metal reaction was found. It was also noted that the trunnion was flattened on 2 sides and wedge shaped. Attempts have been made and additional information on the reported event is unavailable at this time.